Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.7, lab: 2.5. Pt tested at the ER lab, and then about 10 hrs later tested on the inratio meter at home. Pt was hospitalized for shortness of breath and given albuterol. Pt started taking coumadin after having blood clots in his lung and leg. Pt has been on coumadin for about 1 month and his inr has not yet stabilized. The doctor is still adjusting the dosage. Nurse reports using the second drop of blood when testing. Past results: date: (B)(6), inratio: 1.2. Date: (B)(6) 2010, inratio: 1.7. Date: (B)(6) 2010, inratio: 3.5.

Manufacturer narrative:
Investigation pending.